Event description:
It was reported that the patient presented for follow up with a fractured right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction - h6 codes for product not returned.